Manufacturer narrative:
One lucent connector (lc) dual male (m) fiber optic (fo) to dual lc/lc m-fo cable was received for evaluation. Visual inspection revealed the ports and labels show signs of wear consistent with use over time. Visual inspection revealed multiple bends, cuts in the sheath materials, and other crushed sections of the tubing, which all could affect the internal glass rods. The cable was evaluated using an ensitex display workstation and an ensitex amplifier. Communications could not be established, duplicating the reported symptom. The reported event was able to be duplicated by optical communication testing. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to physical damage to the cable. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the pvc procedure, communication issues resulted in a procedural delay. It was noted that the dws stopped communicating with the ensite x amplifier. The dws and amplifier were rebooted 3 to 4 times but the issue persisted. The ensite x fiber optic cable was replaced with one from another system and the issue was resolved. The procedure was completed with no adverse consequences to the patient.